Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300 cc saline breast prosthesis that deflated after implant. As a result, the patient underwent explantation on (B)(6) 2018. The issue was diagnosed after the patient noticed a decrease in the size of her breast. The patient's condition has improved post-explantation.

Manufacturer narrative:
The patient underwent bilateral removal and replacement with mentor smooth round moderate profile 250cc saline breast protheses. Concomitant products: right mentor smooth round moderate profile 300cc saline breast prosthesis, catalog: 3501645, serial number: (B)(4), lot: 263464. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implant. As a result, the patient underwent explantation on (B)(6) 2018. The issue was diagnosed after the patient noticed a decrease in the size of her breast. The patient's condition has improved post-explantation. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).